Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. It is stated in the IFU "do not use tubes after their expiration date. Tubes expire on the last day of the month and year indicated". Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that expired bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes were used. The following information was provided by the initial reporter, "it was reported that multiple expired tubes were used." Customer wanted to know if the tubes can be used past expiration as tubes expired 6/30/2019 and they were used on (B)(6) 2019 for the collection of specimens to be tested for nat and zika. Test were performed with no issue. Units were released as per their medical director. 26 occurrences were reported, date/times and patient information were not given.